Event description:
It was reported that the customer's pump discharged too quickly. There was no reported impact to the customer¿s blood glucose level. Further information was not provided, and the pump was expected to be returned for inspection.